Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink y-type catheter extension set could not be connected to a non-baxter catheter. There was patient involvement, however there was no adverse event in association with this event. Additional information was requested and is not available.